Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the screw fractured upon inserting. The fractured portion remains in the pt.